Event description:
It was reported that during pre-op for a routine prophylactic battery replacement, high impedance was seen. Battery was change and high impedance was still seen. The provider decided to perform a lead revision as well. The explanted device has since been discarded. No other relevant information has been received to date.